Event description:
It was reported while using bd plastipak ¿ 3-piece syringe there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: we have a syringe where you can see the silicone inside the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-jan-2023 . H6: investigation summary one sample along with photos were provided to our quality team for investigation. Through visual inspection, silicone is observed within the syringe. A device history review was performed for reported lot 2207103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2207103 found to be within specification. The returned samples underwent the same evaluations and found the results were above the specified limits, confirming an excess of silicone. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is possible a stop in the line caused the syringe to remain under the device that dispenses the silicone, silicone then dripping into the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak ¿ 3-piece syringe there was foreign matter found. There was no report of patient impact. The following information was provided by the initial reporter: we have a syringe where you can see the silicone inside the syringe.